Event description:
(B)(4). Same case as 2134265-2012-05814. It was further reported that the lesion located in the proximal left circumflex was a de-novo lesion located in the proximal left circumflex (lcx) with reference vessel diameter of 2.75 mm, a length of 40.0 mm and 90% stenosis was treated with pre-dilatation, deployment of a 2.50x24 mm taxus express 2 stent and a 2.75x16 mm taxus express 2 stent. Residual stenosis became 0%. Timi-3 remained unchanged throughout the procedure. The patient was discharged with no complications on bayaspirin and plavix. At the time of the event, with ischemic symptoms stable angina pectoris was confirmed and pci was performed following treatment of the lesion located in the distal lcx with reference vessel diameter of 2.50 mm, a length of 15.0 mm and 75% stenosis, residual stenosis became 0%, timi-3 remained unchanged throughout the procedure. The patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) clinical study. It was reported that post a stenting treatment procedure, occlusion of a treated vessel occurred. The target lesion was located in the distal left circumflex artery. The lesion was treated with deployment of an unknown sized taxus express 2 stent. (B)(6) 2010 - stenosis of the distal left circumflex was discovered. This was treated with pre-dilation and deployment of a non-bsc stent. No other patient complications were reported and the patient's post-procedure condition is good. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4).